Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for neurologic injury with prolonged immobilization. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously. One filter limb remains in the heart and one filter limb in the lung. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient for neurologic injury with prolonged immobilization and high risk for dvt. At some time post filter deployment, it was alleged that the filter struts were detached. The device was removed percutaneously . It was further reported that the filter detached and the struts were retained in heart and lung; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years three months post deployment, patient was scheduled for ivc filter retrieval. The CT scan demonstrated a retrievable type filter with a hook on it as well as two fractured pieces, which were in the more distal ivc. The ivc filter was examined and found to be missing two filter fracture pieces; one located in the right pulmonary artery and one in the right ventricle. Therefore, the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years three months post deployment, patient was scheduled for ivc filter retrieval. The CT scan demonstrated a retrievable type filter with a hook on it as well as two fractured pieces, which were in the more distal ivc. The ivc filter was examined and found to be missing two filter fracture pieces; one located in the right pulmonary artery and one in the right ventricle. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for neurologic injury with prolonged immobilization. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously. One filter limb remains in the heart and one filter limb in the lung. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years three months post deployment, patient was scheduled for ivc filter retrieval. The CT scan demonstrated a retrievable type filter with a hook on it as well as two fractured pieces, which were in the more distal ivc. The ivc filter was examined and found to be missing two filter fracture pieces; one located in the right pulmonary artery and one in the right ventricle. Therefore, the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for neurologic injury with prolonged immobilization. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously. One filter limb remains in the heart and one filter limb in the lung. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient for neurologic injury with prolonged immobilization and high risk for dvt. At some time post filter deployment, it was alleged that the filter struts were detached. The device was removed percutaneously . It was further reported that the filter detached and the struts were retained in heart and lung; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for neurologic injury with prolonged immobilization. At some time post filter deployment, it was alleged that the filter detached. The device was removed percutaneously. One filter limb remains in the heart and one filter limb in the lung. The current status of the patient is unknown.